Event description:
It was reported, the video system center had no image. The issue occurred during preparation for use prior to an unspecified procedure. The intended procedure was delayed and then completed the next day with a similar device received for replacement. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found an e116 olympus tv error, dust in the device, and damaged motherboard connectors. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no image " and "error e116" were caused by a mother board failure and the event reported as " dust accumulation" due to a graphics processing unit failure of effects dusts. Olympus will continue to monitor field performance for this device.